Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous low results for 1 patient sample tested for elecsys ca 19-9 immunoassay (ca 19-9) on a cobas e 411 immunoassay analyzer. The erroneous results were reported outside of the laboratory. The initial ca 19-9 result was 9.9 u/ml. This result was reported outside of the laboratory where it was questioned by the physician. On 01/10/2017 the sample was repeated and the result was 85.4 u/ml. No adverse event occurred. The customer stated this was the only patient sample they had an issue with. There were no alarms displayed in the system. There were no other discrepant results. The ca 19-9 reagent lot number and expiration date were requested but not provided. A specific root cause could not be identified. Additional information was requested for investigation but was not provided.